Manufacturer narrative:
B5: no additional information received from customer. D9: additional information. H2: additional information, device evaluation. H3: additional information. H4: additional information. H6: additional information. This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the complaint investigation olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: distal end & elevator mechanism. Cfu: unknown amount. Bacterial identification: bacillus siamensis . Sampling date: (B)(6) 2025. Sampling from: instrument/suction channel. Cfu: unknown amount. Bacterial identification: bacillus megaterium . The device was evaluated where an additional potential adverse event was confirmed where foreign material was found in the suction channel, peeling of the adhesive at light guide lens, missing adhesive at the light guide cover and a cut on pink rubber. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Based on the results of the investigation, olympus confirmed foreign material was present within the device, but the type of the material cannot be identified however, it is likely the following led to the malfunction: the foreign material was possibly not removed completely if the reprocessing steps were not conducted properly. A root cause for the peeling of the adhesive, missing adhesive and cut on pink rubber could not be identified. Based on the results of the investigation, the most likely cause was also not established. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the scope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.